Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample, therefore, the root cause could not be determined. A batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Information noted the patient died approximately three months post implant of the device system. No further information is currently known. The cause of death has been requested and not received.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.

Event description:
A customer contacted baxter's technical service center to report receiving a system error 2240 alarm on the homechoice (hc) machine during dwell 5 of 5. The technical service representative (tsr) assisted the home patient (hp) to cycle power. The hp will complete therapy with manual supplies. Product surveillance contacted the patient's husband on (B)(6) 2010. According to the husband there were no holes, leaks, or disconnections in the supplies. The husband stated that they resumed therapy after discarding and starting over with new supplies. There was no patient injury or medical intervention associated with this event.